Manufacturer narrative:
Device passed displacement test and self test. No unexpected hardware low level failures alarm noted during testing. However, hardware low level failures alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving pump error alarm. Customer's blood glucose was 392 mg/dl. Troubleshooting was performed and insulin pump did not pass self-test. Insulin pump will return for failure analysis.